Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was deemed inoperable, after several attempts had been made to try and connect. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient's ipg was replaced through surgical intervention, which addressed the issue.